Event description:
As reported by the edwards field clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, after the 26mm sapien valve was implanted the patient became hypotensive and unresponsive to pressors and epinephrine. The patient's chest was opened and the patient was placed on cardiopulmonary bypass for approximately 10-15 minutes; after the bp stabilized the cannulas were removed. The patient's chest and apex were closed in the usual surgical fashion. The patient was transferred to pacu in stable condition, anticipating extubation within the hour. Per hospital hippa rules, imaging for this case is not available. Per report, the apex was accessed in the usual surgical fashion and a 26fr ascendra sheath was placed. A balloon valvuloplasty (bav) was performed with the ascendra 20x30mm balloon with rapid pacing at 160 beats per minute (bpm) with a mean arterial pressure (map) in the low 60mmhg level. Post bav the systolic blood pressure was in the low to high 90mmhg. A 26mm sapien valve was implanted 50:50 within the aortic annulus and rapid pacing was started at 170 bpm with a good map in the sub 50mmhg level. The valve was successfully deployed 50:50 within the annulus, but post deployment systolic bp was in the 40-45mmhg level. The patient continued to be hypotensive and pressors were delivered to correct the persistent hypotension. The patient failed to respond to pressors alone and epinephrine was given by anesthesia. The patient still failed to respond and the systolic bp was now in the mid to upper 30mmhg level. Cardiopulmonary resuscitation (CPR) was then initiated and an angiogram was performed revealing patent coronary arteries. Initial assessment of the valve revealed all three leaflets were functioning properly, but aortic insufficiency and paravalvular leak (pvl) was difficult to access due to the hypotension. While CPR was being performedthe physician decided to put the patient on direct bypass by placing the venous cannula directly into the right atrium and the arterial catheter directly into the aorta via open chest. The patient responded well to the bypass and the bp began to normalize. A transesophageal echocardiogram (tee) was again performed confirming trivial pvl and zero ai. As reported, the event was not related to the edwards sapien valve. During valve deployment, ventilation was held and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system was described as good. Coaxial alignment was adequate. There was no mitral annular calcification and mild ventricular septal hypertrophy. The patient's native valve/ leaflet calcification and aortic root calcification was described as moderate. The patient's ejection fraction was 55 percent.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, hypotension is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are many potential causes for hypotension post valve deployment including, but not limited to, underlying cardiac disease, medications, anesthesia, rapid pacing, and the procedure itself. These patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common. In this case, the (B)(6) male patient, with an ef of 55%, was slow to recover from the rapid pacing, resulting in severe hypotension. Imaging during the case confirmed there was no coronary occlusion/s or significant aortic insufficiency post valve deployment. Per report, the event was not related to valve dysfunction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.